Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter, that the patient was "low on energy" and in the hospital getting the device checked. In addition, the patient had indicated that "something was wrong with the batteries". No further information could be obtained after several follow-up attempts. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.